Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a calcified lesion in an unspecified vessel. Sometime during advancement the shaft of the 4.0x12 mm nc trek balloon catheter separated due to the calcified vessel. A new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.